Event description:
Reportedly, the patient suffered from an electrical storm during the night on (B)(6) 2024. The patient died. The ICD has been explanted and the physician would like to know if the device functioned as per specifications.

Manufacturer narrative:
The review of provided data confirmed the reported electrical storm. The subject device was implanted on (B)(6) 2018. It was explanted on (B)(6) 2024. The device has been lost by the transportation company on its way to microport investigation center. The manufacturing process as well as device history reports show that the device has been manufactured and delivered to the field following all applicable procedures. The investigation is based on the analysis of the provided data from the device interrogation on (B)(6) 2024. The battery status is good. The electrical measurements are all good except the ventricular sensing that us very low on (B)(6) 2024: 15 episodes of ventricular arrhythmia were recorded during the night on (B)(6) 2024. The first episode occurred at 2h18 am on (B)(6) 2024: it is a stable vt with different morphologies and some ventricular oversensing. Two shocks were delivered, shock impedances were normal. Another episode of ventricular arrhythmia occurred at 2h28 am presenting with unstable rate and morphologies and no atrial activity. The shock was efficient and the shock impedance was normal. After the last shock, the atrial and ventricular electrograms show strange morphology of the contractions and both atrial and ventricular spikes do not seem efficient. It could be that at this moment (2h28 on (B)(6) 2024), the patient has already passed away. The device detected well the ventricular rhythm, first stable, dissociated from the atria and treated it by atp and by shocks as per specifications. The electrical measurements were good and stable, no connection issue nor lead dislodgement is suspected. The death of the patient is most probably due to an electrical storm followed by electromechanical dissociation. Based on the available data, no malfunction is suspected on the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, the paient suffered from an electrical storm during the night of (B)(6) 2024. The patient died. The ICD has been explanted and the physician would like to know if the device functioned as per specifications.